Event description:
It was reported that a patient presented in-clinic for unrelated magnetic resonance imaging. Following the imaging, the patient's implantable cardioverter defibrillator (ICD) was found in back-up mode, indicating an environmental compatibility problem. No loss of defibrillation therapy was reported. Corrective programming changes were made to the ICD and the ICD was explanted on (B)(6) 2021. No patient consequences were reported.

Manufacturer narrative:
The reported event of was confirmed by analysis. Final analysis found that the reported event of backup operation was confirmed through review of the device image. Bench testing was performed in the lab, which included sense testing, pace output testing, and patient notifier activation. The cause of the backup operation was consistent with the device being exposed to an MRI scan. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that during patient notifier activation, the device failed to vibrate. The device was cut open and the patient notifier was replaced with a known, good patient notifier. The patient notifier was activated and the device vibrated normally. The cause of the event was determined to be due to a patient notifier anomaly.